Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual inspection of the returned device found visual inspection revealed that the tip shows activation signs, handle shaft, plug and connector did not show any anomaly. Suction tube shows procedural residues. Coagulation and ablation function worked as intended. No other anomalies were noted. The device was sent to the supplier atl UK for further evaluation. The supplier atl UK performed an evaluation with the following results: tip is in used condition, tissue debris in the active tip. Handle, cable and plugs assemblies were in good condition. Residue visible in suction tube. Device passed all electrical checks, also device failed flow rate test before and after activation. Coag and ablate functions worked as intended. From our internal investigation performed on the returned device, we were able to confirm the customer reported event that the electrode did not work properly. The device was found to fail flow rate test specifications both prior and after activation due to build-up of tissue debris at the distal end of the electrode which could not be cleared during additional unblocking techniques. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause can be traced to user. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ¿

Event description:
It was reported that during a meniscal repair surgical procedure the vapr coolpulse90 electrode device did not work. During in-house engineering evaluation, it was determined that the optical device had suction failure. There was patient involvement. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.